Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the incident. There was no adverse impact on the customer's blood glucose levels. Although the malfunction code was identified as resettable, the customer experienced the same issue multiple times on the pump, which was no longer under warranty. The customer reverted to an alternate method of insulin therapy.